Event description:
The patient underwent scheduled hand assisted laparoscopic sigmoid colectomy. During the procedure, stapler closed down on tissue, and would not fire and would not staple. Battery was changed and the device still would not release from the tissue. Surgeon had to resect around the stapler reload using tristaple 45 purple reloads. Case was extended 20-30 minutes.